Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon stated he was revising an accolade tmz stem. When he removed the metal head he felt there was an amount of corrosion on the taper. He revised the poly liner and felt there was significant oxidation. There appeared to be yellowing of the liner.

Manufacturer narrative:
An event regarding corrosion involving a metal head and an accolade stem was reported. Visual inspection was performed as part of the material analysis report (mar). " explanation damage was observed on the insert. Scratches and third-body indentations were observed on the insert. These are common damage modes of uhmwpe . Yellow discoloration, consistent with absorption of synovial fluid, was also observed on the insert . Significant oxidation was not observed on the insert." Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event . The unknown liner is a non metal device, there is no allegation or evidence of failure relating to the liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon stated he was revising an accolade tmz stem. When he removed the metal head he felt there was an amount of corrosion on the taper. He revised the poly liner and felt there was significant oxidation. There appeared to be yellowing of the liner.